Event description:
An ophthalmic surgeon reported to a company representative that the adhesive from the patient drape is sticky and causing gloves to tear along with facial skin abrasions on several patients. Ointment was applied. No sample was returned. No further information is expected.

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The sample has not been returned. File will be processed for closure and opened at a later date if the sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).